Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this epicardial defibrillation lead exhibited high out of range shock impedance measurements. A commanded shock was delivered to assess the lead which yielded acceptable measurements. This lead will continue to be monitored. No additional adverse patient effects were reported.